Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to an outside hospital on (B)(6) 2022 with fever, weakness and sweating. Their fever was 103.4 and heart rate was 118. They were treated with fluids and antibiotics. The patient was then moved to another medical center on 18jun2022 and then to their implant center. They were found to be hyponatremic and it was improved with fluids. Their blood culture was positive for faecalis and was being treated with ampicillin and rocephin (ceftriaxone). On (B)(6) 2022, repeated blood cultures came out negative and on (B)(6) 2022, central line was placed for long term antibiotics.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.